Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring ¿high¿ on the blood glucose meter and associated symptoms of nausea, vomiting dehydration, shakiness and large urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting performed by animas customer technical support revealed a prime issue; a load step malfunction. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with an alleged pump malfunction.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 02/03/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box indicated evidence of two eaw- (B)(4) -no cartridge detected warnings on (B)(6) 2016 at 15:13 and 15:17; deliveries resumed at 15:29. One eaw- (B)(4) -no cartridge detected warning was observed on (B)(6) 2016 at 08:26; deliveries never resumed. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.